Manufacturer narrative:
A ge representative evaluated the system and replaced the emergency off switch. No patient injury was reported.

Event description:
Customer reported that unit would not boot and both monitors were blinking. No patient injury was reported.